Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was above 500mg/dl and correction boluses were delivered to address the bg level, the school nurse assisted the customer in delivering the correction bolus. System check was performed and the pump performed as intended. No damage was noted to the cannula. The contact stated that the customer is very lean and usually has issues on the third day of cartridge and infusion set use. Tandem technical support (cts) educated the contact that humalog is indicated for use up to 48 hours. Cts suggested the cartridge and infusion set to be changed every 2 days for the next couple of changes in order to check if this resolves the issue. Cts also suggested that the contact speak to the customer's healthcare provider about different infusion sets available due to having difficulty placing the current infusion sets. During the call, the customer's bg level had decreased to 448mg/dl and the school nurse was to deliver another bolus if the bg level did not continue to decrease. The contact declined a follow-up call.